Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated procedure on (B)(6) 2018 without placing the ipg into surgery mode. Postoperatively, the ipg would no longer communicate with external devices, and the patient lost stimulation. Troubleshooting has thus far been unsuccessful.